Event description:
The customer reported via phone call that they were hospitalized several times in the past. Customer reported they were hospitalized (B)(6) 2015 for high blood glucose. The customer stated their blood glucose was between 1100 mg/dl and 1276 mg/dl at the time of admission. The customer did not provide further information about their hospitalization. The customer also reported experiencing a high blood glucose of 600 mg/dl, but their sensor glucose was 240 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.